Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that he customer received a power source alert. Customer declined troubleshooting for the power source alert. Additionally, the pump battery could not be charged. Customer's blood glucose ranged from 70-150 mg/dl. The customer continued to use the pump for insulin therapy.